Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty in connecting pacing systems analyzer (psa) cables to df4 pins - patient was in ventricular standstill. The right ventricular (rv) lead was implanted and remains in use. No patient complications have been reported as a result of this event.